Manufacturer narrative:
Visual analysis of the returned device identified an opening, white particles, and crease fold. A leak test was performed and found an opening on the radius. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is a sharp opening edge on the radius due to an unidentified (tear) opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.